Event description:
It was reported that patient underwent primary total knee arthroplasty in 2001. Patella component found to be loose arthroscopically and peg portion of patella button sheared off. Revision surgery performed in 2003 to replace the patella component and tibial bearing.